Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results: qc 1: 3.3 inr, qc 2: 3.3 inr, qc 3: 3.3 inr. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory using dade innovin reagent. On (B)(6) 2018 at 11:25 am, the result was 5.5 inr. The result from a laboratory 30 minutes later was "3. Something" inr. The customer could not provide the specific result. On (B)(6) 2018 at 2:52 pm, the result was 5.6 inr. The result from a laboratory 30 minutes later was 4.0 inr. The warfarin dose was slightly reduced based on the laboratory result. There was no allegation of an adverse event. The therapeutic range was 3 to 3.5 inr. The customer had no hematocrit issues, no heparin, no direct thrombin inhibitor, no antiphospholipid antibodies, no new medications, no change in diet, and no bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent.